Event description:
It was reported that during an unknown procedure the device didin't coagulate even if the instrument was well connected. No patient consequences.

Manufacturer narrative:
(B)(4). Complaint does not meet the criteria for a reportable event. File is not reportable

Event description:
According to the additional information collected from the hospital, it appears that the device just did not work. No haemorrhage observed. The surgeon was dr manoeuvre and the procedure: inguinal hernia repair. When the issue occurred with the wawe18, the generator was on power setting 3. The surgeon clamped the vessel (a small vessel) and used another device with no issue to the patient. Complaint does not meet the criteria for a reportable event.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)